Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited high pacing impedance when switched to bipolar and failed to sense. The lead was explanted and was replaced.

Manufacturer narrative:
Further information was requested but not received.